Event description:
Pump reset basal rate on its own from 0.9 to 0.5. Possibly related to use of portable phone. Pt had to return her other pump for occlusion malfunction and had not received it back now after two months. Blood glucose doubled to 200's for no other reason. Those two days 6/2 and 6/3.